Manufacturer narrative:
H4: the lot was manufactured from (B)(6) , 2019 - (B)(6) , 2019. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection was performed on the video sample which revealed a leak in the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the port. It was further described as ¿the infusion set insertion point zone has slipped out¿. This was discovered during preparation. There was no patient involvement. No additional information is available.